Event description:
During shift test, the device powers up to advisory 43 and won't clear.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. During service, the fan cable was found not fully inserted in the connector on the power distribution board. The fan cable was re-seated into the power distribution board and the fan worked. The board passed final test. No adverse event was reported.